Event description:
Reporter alleged when taking her advantage system to a doctor's appointment, her blood glucose measured 475 mg/dl on her system compared to the doctor's result of 94 mg/dl. Reporter stated the comparative testing was performed at the same time. No report of any actions taken or treatment received. A request was made for the return of the suspect product; however, the system was discarded by the doctor after the alleged testing. No product will be returned for evaluation.